Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich 13.2 implantable collamer lens of diopter 1.5/2.5/038 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2023. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.